Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures and continues to experience pelvic pain, back pain, abdominal pain, leg pain, urinary incontinence, infections and urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4): urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. (B)(4).